Event description:
Customer claims that the alarm belt triggers the alarm when it's closed. There was no patient injury reported. Posey evaluation shows that the returned alarm belt has intermittent power and a broken red wire.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm belt has an intermittent alarm and a broken red wire. (B) (4).